Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. The issue occurred with multiple cartridges and infusion sets. Reportedly a supply change was performed resolving the issue. There was no reported adverse impact to the customer.